Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat triple vessel disease in the circumflex, (cx) left anterior descending (lad) artery and the right coronary artery (rca). Treatment of the cx and lad was performed first without issue. The same balance middleweight (bmw) universal guide wire used in the previous treatment was used in an attempt to cross to the rca lesion, which was heavily tortuous and moderately calcified. The guide wire met resistance during advancement and separated. The separated guide wire was able to be retrieved into the guiding catheter and removed leaving nothing in the patient. The decision was made to stop the intervention at this time. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the heavily tortuous, moderately calcified anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the noted stretched coils, the noted bent shaping ribbon and ultimately resulted in the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.